Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that calcification was noted in the right and left common femoral artery. The perclose proglide instructions for use states the safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other two proglide devices referenced are filed under separate medwatch MFR reference numbers.

Event description:
It was reported that suture placement with a proglide device was attempted in the mildly calcified left common femoral artery (lcfa) and the mildly calcified right common femoral artery (rcfa) using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. The arteriotomy was 6fr and during the tavi procedure, the sheath was upsized to a 8fr, 11fr, 14fr 18fr and 21fr sheaths. Reportedly, one cuff miss occurred in the lcfa and the sutures of two additional proglide devices were used for successfully suture placement. Reportedly, a cuff miss occurred in the rcfa and a second proglide device was used with the same results. Two additional proglide devices were used for successful suture placement. The tavi procedure was completed and hemostasis was achieved with the pre-placed sutures of the two proglide devices in the lcfa and the pre-placed sutures of the two proglide devices in the rcfa. There was no reported adverse patient sequela. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. The reported needle to cuff miss was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported needle to cuff miss appears to be related to the patient calcification. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.